Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 302830 lot: unknown. Verbatim: fluid seen on the floor underneath IV pole. Rn felt the IV tubing from the patient to the hub of the syringe. IV tubing wet from syringe down to the lowest part of the tubing as it was hung, before the line came back up to be placed through the access point of the giraffe to hook to the patient. All connections checked, none appeared to be loose. Set up disconnected from baby, line patency assessed, determined to be patent by nnp. New set up placed, fluid on the floor cleaned up, and infusion restarted. Other information about the patient that may have influenced the outcome of the event: the exact lot number is not known. A "like" device we have in stock, the lot number is, 4247262.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was fluid leakage. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. The sample was then tested for leakage and passed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.